Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported mitral stenosis. The reported medication required was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The pre-procedure mean pressure gradient was 0.8mmhg. After the second clip was implanted, mr was reduced to 1 and the mean pressure gradient increased to 8mmhg. The physician was satisfied with the results, despite the mean gradient of 8mmhg. The physician felt the mr reduction was a trade off to the higher gradient. The pressure gradient was considered high. The team will be managing the potential mitral stenosis medically. No additional information was provided.